Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis confirmed the customer comment that the device was missing a lower dial and had a broken switch. It was also noted that the battery drawer would stick, hanger assembly was out-of-specification in a mechanical manner, display wires were pinched without compromise to the insulation, keypad flex was damaged and contaminated, one case screw was contaminated, three knobs were contaminated, the main seal was pinched, and the main label was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) was missing a lower dial, and the switch hold was broken. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.